Event description:
It was reported during service at the manufacturing facility that the o-ring was loose. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.